Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as reportedly, it exhibited a big decrease of the device longevity from the last follow up. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and replaced. No additional adverse patient effects. The product is not expected to be returned for analysis as it was discarded by the explanting facility.